Manufacturer narrative:
Kmts field rep resolved the reported issue through in-person troubleshooting. No indication of product malfunction.

Event description:
Patient reported service error code and continuous "connect the plug" alert. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.